Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. The customer treated with manual injections. Customer's blood glucose value was 545 mg/dl at the time of the call. Troubleshooting was performed. The insulin pump alarmed no delivery. The customer reported alarm did not occur during manual prime. The customer reported event to be resolved by complete set change. The product was not returned for analysis.